Event description:
Additional information was received that the patient was hospitalized to induce atrial flutter and undergo a complete electrophysiology study. The physicians were able to induce a slower rate atrial flutter with identical morphology observed in the episodes leading to inappropriate shock. Testing was then performed with postural changes with the induced atrial flutter and when the patient was back in normal sinus rhythm. The data was sent to ts for review. A ts consultant confirmed that there was p-wave oversensing in the alternate vector, either due to postural changes or atrial flutter, and indicated that this is what likely caused the previous inappropriate therapy. However, based on the results of the testing, it does appear that the alternate vector does provide the best sensing option. Additional troubleshooting was discussed. The patient is currently being followed on a remote monitoring system and no additional episodes of inappropriate therapy have occurred. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing as further data collection is expected for evaluation. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to oversensing when the patient was in atrial flutter. After the last shock, the patient's heart went back into normal sinus rhythm. The s-ICD was programmed from primary to the alternate sensing vector. Data was sent to boston scientific technical services (ts) for review. It was noted that p-wave oversensing is noted in the alternate vector. The ts consultant discussed that with the upcoming software release, the oversensing could be reduced with incorporation of the new algorithm. It was also discussed that the system position should also be evaluated to ensure it is optimally located for this patient. It was reported that this patient is waiting for a heart transplant and has a very high risk of infection. As a result, the physicians are reluctant to perform a repositioning. No additional adverse patient effects were reported.

Event description:
Device data was reviewed by boston scientific technical services (ts) and engineering. Ts reviewed system placement and noted that device replacement was not recommended until it was determined whether a change of vector could avoid this issue in the presence of ongoing atrial flutter. Ts also noted observed a higher than expected shock impedance of approximately 100 ohms. Engineers simulated the second treated episode with smart pass (new algorithm in the most current software release) both on and off using the parameters programmed and the template in effect at the time of the episode. In the alternate vector, with smart pass disabled, oversensing leading to therapy delivery was observed. With smart pass enabled, oversensing led to charge initiation but no therapy was delivered. This information was provided to the physician. At this time, the s-ICD remains implanted.

Event description:
At the time of the event (B)(6)2016, the patient was (B)(6)years old.